Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial procedure, the impactor tip fractured during impaction while following the correct surgical technique. The procedure was completed with alternate instrumentation. No complications, injuries, or surgical interventions were required, and no foreign bodies were retained due to this malfunction. The case was completed without any adverse outcomes to the patient. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10 the reported event was confirmed through product return. Visual examination of the returned product identified signs of repeated use and wear. The threads of the impactor have epoxy residue. The wrong impactor tip was returned with the impactor. The print calls for a black poly impactor tip and the tip returned was grey. The tip of the impactor is fractured and not all of the pieces were returned. The features of the fracture surface visually confirm that an overload fracture failure mode was identified. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. The product returned with the incorrect impactor pad, indicating it has been switched in the field. Per design the impactor pad is epoxied on at the time of manufacture. However, it is unknown if removal of the tip caused or contributed to the reported event. Therefore, a definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.